Manufacturer narrative:
Upon additional information, this event will be updated.

Event description:
Boston scientific received information that during a follow up of this cardiac resynchonization therapy pacemaker (crt-p) a pocket erosion as well as an infection was noted. In addition, high thresholds and ineffective pacing were seen on the left ventricular channel due to a micro dislodgment of the left ventricular (lv) lead. A revision has been scheduled. No adverse patient effects were reported.